Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and diabetic ketoacidosis (dka) resulting in a hospitalization; cause of elevated bg and dka was not provided. A bg level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.